Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 they received a "sensor failed" alert on their receiver. The wire was still in the applicator. Patient claimed it hurt when inserted. There was no other difficulty nor discomfort.